Manufacturer narrative:
The reported complaint of the 8100 pump module passing large volumes of air without alarming could not be confirmed or replicated during the investigation. ¿ a review of the pump module system logs showed no recordings on the reported date of the event (08 february 2021). However, the last infusion was noted on 09 february 2021 at the rate of 100ml/hr with a vtbi of 100ml. On this day, an air in line alarm occurred, indicating the pump module is alarming for air with the air bolus limit set to the max 250¿l setting. ¿ testing of the pump module concluded that the pump module was detecting air boluses within specification. At 250¿l ail bolus limit setting: the worst case air bubble size (299¿l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. It¿s possible that during customer testing, the size of the bubble may have appeared to be 2 inches in size. ¿ the device was being used for treatment. The root cause of the reported issue of the 8100 pump module passing large volumes of air without alarming could not be identified in this investigation. Testing found the device detecting air as designed. Sample inspection: the inspection process performed on pump module s/n: 14987930 found the returned device to be in good condition. No significant damage was observed on the module. The observed date code for the ail assembly was 3/17. Log analysis results: the detailed pcu event log was not received for evaluation. A review of the logs showed no log entries were recorded on the reported event date. The time of the incident was not reported. The log shows that the pump module was attached to the pcu s/n: (B)(6)as channel b on (B)(6)2021 at 8:47:42am. The air in line bolus limit was set to 250¿l. At 8:48:07am, an unknown drug was programmed to infuse at the rate of 100ml/hr and vtbi of 100ml. The infusion was calculated to be for 1 hour. The infusion was started at 8:48:41am. Approximately 9 minutes after infusion began, the pump door was opened. At 8:58:39am, the pump module was reattached to the pcu s/n: 14418988, with the air in line bolus limit set for 250¿l. Between the times of 9:01:05am and 9:01:11am, the module was powered off. At 9:01:30am, the module was once again reattached to the pcu s/n: 14418988 as channel b, with the air in line bolus limit set for 75¿l. Approximately 7 minutes later, the unit was again reattached to the pcu, and the bolus limit was set for 250¿l. At 9:08:57am, an unknown drug was programmed to infuse at a rate of 100ml/hr and vtbi of 100ml. Infusion began at 9:09:11am. Approximately 3 minutes later at 9:12:05am, an air in line alarm occurred. No further activities were logged from the date of the event. Test results: functional testing was performed on the received pump module using a lab pcu and lab disposable set. An infusion was programmed based on the device¿s last noted infusion parameters. The infusion completed as expected. The source pump module was tested using the air in line threshold test method. It was found that the module¿s air detection system was operating within specifications. Test methods: air in line threshold test method (1503-001-002-r dir# 10000360032) device history review: a review of the pump module device history record showed the device had a manufacture date of 08/11/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n 14987930 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported a 8100 was passing large volumes of air without alarming. "When tested it will allow a 2 in bubble before it alarms and if it has any fluid between bubbles it will continue to flow. Instrument has never been unsealed." The channel reportedly "let lot of air through the tubing. Passing air though ains without alarm." According to biomed "unit passes ail test but will pass 2 inch bubbles without alarm 100lmph." There was no reported patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported a 8100 is passing large volumes of air without alarming. "When tested it will allow a 2 in bubble before it alarms and if it has any fluid between bubbles it will continue to flow. Instrument has never been unsealed." There was no reported patient harm.